Manufacturer narrative:
Evaluation revealed the trochanteric nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the device history records revealed no discrepancies in material or manufacturing. Potential nail breakage had been considered in the corresponding risk management file. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Discussion of the damages observed on primary product: the fracture pattern on the breakage surfaces of the nail suggest that the nail mainly broke in a fatigue fracture approx. 2 months after implantation. The appearance of the breakage surfaces suggests that the origin of the fatigue fracture (initial fissure) was located at the lateral edge of the posterior web. The orientation of lines of rest indicates that the fatigue fracture had progressed thru the webs in medial direction. The residual (forced ductile) fracture, indicated by rougher surface and evident material deformation, was identified in the medial section of approx. 1/3 of posterior and approx. 2/3 of the anterior web. The evident change of the course of the breakage line at lateral/anterior suggest high torsion load at the beginning of the fatigue fracture. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points ¿ found on nail (medial inferior edge), lag screw and locking screws ¿ indicated high axial load application. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the posterior web. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. Conclusion: the nail broke in a fatigue fracture approx. 2 months after implantation most likely due to overlying stress concentrations contributed by: intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect), high patient weight and potentially full weight according to recommendation. Referring to available information a more precise statement is not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by doctor that an x-ray was taken and he observed a broken gamma nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by dr that an xray was taken and he observed a broken gamma nail.